Event description:
Co's rep is reporting that a pt had a reaction, inflammatory reaction, 2 months post-op to a shoulder repair using a panalok rc loop with a competitor's sutures, smith & nephew's durabraid; the surgeon as a matter of course when using the panalok product removes the ethibond sutures supplied and replaces them with the durabraid suture, his preference. The surgeon states that the pt had a foreign body reaction, albeit 2 months later, to panalok/durabraid. A second procedure to remove the original device used in the fixation and replaced with a different product, a competitor's device. The original device cultured negatively. At this point in time it is not known if the pt's condition has improved or not.